Event description:
A customer reported that the pump screen was dark and not turning on, and the wake button was difficult to press. There was no reported adverse impact to the customer's blood glucose level. The customer continued to use current pump.